Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. The customer is not certain which lot the suspect device came from. Other possible lot numbers reported by the customer include: w715661, device manufacture date - 05/2009, expiration date - 05/26/2012. K152527, device manufacture date - 07/2010, expiration date -07/31/2013. A follow-up report will be submitted when the evaluation has been completed. Evaluation: conclusions: a follow-up report will be submitted when the evaluation has been completed.

Event description:
The rotator on the hemostasis valve broke during an emergency percutaneous coronary interventional procedure. This required the removal of the catheter and the balloon/stent in order to exchange the hemostasis valve. No harm or injury was reported.